Event description:
Additional information was received from the manufacturer representative (rep). The patient's ins was not shutting off daily. The physician is considering a replacement of ins due to battery failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that this was not the first device they have; the first rechargeable battery, which was supposed to last about 15 years, only lasted 3.5 years and had to be replaced. The patient said they were pleased with the product overall but are not happy that the first device did not last as expected. The patient mentioned that the unit has been sent to manufacturer engineers for investigation, and they were supposed to receive a report once it was available. The patient also noted that they were an manufacturer representative (rep) and meet with their healthcare provider daily, as they assist with surgeries, and believe they may know more about the ins than most. The event date could not be obtained because the patient did not wish to continue the conversation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the pt used to have to charge once per week, but now had to charge each day. The pt had not changed programming. The pt's ins had started decreasing from 100%-60% each day since the issue started about 4 months ago, but within the last week, the issue got worse where the ins was decreasing from 100% each day to 30-40%. The rep said the pt had multiple por messages over the past 4 months because the ins had depleted all the way down due to pt expectation that they would only charge once per week. The rep had met with the pt today and saw impedances ranged from 700-low 1000's on all contacts(lowest contact was at 646). Impedances appeared to be within range. The pt was programmed with case active and had a custom program with multiple electrodes turned on. The pt had been on custom program for a couple of years without an increase in charge frequency. The pt did not have any falls or trauma. The rep had taken a look at recharging data on the pt programmer and data aligned with the pt's claim that they had to charge once per day and the ins was charged up to 100% and depleted down to 30% by end of day. Pt always got excellent coupling when charging.

Manufacturer narrative:
H3: product analysis was performed for (B)(4) (serial # (B)(6) and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient was now being scheduled for a battery replacement. Ins will be sent in for interrogation.